Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimped stent was detached from balloon and not returned with device for analysis; however crimp markings were evident on the balloon wall. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, moderately tortuous and severely calcified target lesion was located in the proximal left circumflex(lcx) artery. Following predilation with an unspecified 15-1.5mm semi-compliant balloon catheter, a 2.50x24mm promus element¿ plus drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment/separation.